Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : product ID 2067l radio frequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the printer was not working properly and therefore it was replaced, and that the programmer had difficulty interrogating devices, it was attributed to a loose radio frequency head connector and therefore the link electronic module board was replaced and calibrated. Analysis also found that the system fan was noisy and the keyboard cable was damaged, both were replaced. Concomitant products: product ID 2067l radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer printer was not working properly, that it would pull the paper back into the programmer and begin to print over information already printed on it. It was further reported that the programmer had extreme difficulty interrogating devices. The programmer had to be repeatedly turned off and on and the programmer head repositioned. Finally, one device was unable to be interrogated. The programmer and the programmer head have been returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer printer was not working properly, that it would pull the paper back into the programmer and begin to print over information already printed on it. It was further reported that the programmer had extreme difficulty interrogating devices. The programmer had to be repeatedly turned off and on and the programmer head repositioned. Finally, one device was unable to be interrogated. The programmer and the programmer head have been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.